Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have scratched lens. The investigation could not be completed because the operational pump was sent in, not the defective one per the complaint description. Unable to confirm the reported customer complaint.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code message 1800 and 1758. It was reported that the patient switched to another pump and did not provided malfunctioning pump serial number. No patient consequences were reported. No adverse effects were reported.